Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there was abnormal operation of pressure module (red lamp was lit (flashing) and alarmed). During surgery, alarm of unknown cause alarmed intermittently. The issue was not resolved even when the system was restarted. The issue was not duplicated after detaching the pressure module from system-1 base and attaching it again. As a result, an alternate device was employed. The surgical procedure aws completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient. Per the clinical review on (B)(6) 2014: according to the logs, the pressure transducers/module were able to be calibrated multiple times during the procedure. There was a high pressure alarm (pressure greater than 350 mmhg) at 11.23:54. The capiox centrifugal pump speed was reduced to 1250 rpm (coast) as configured. There were a few other high pressure alerts over the next couple of minutes, but all of the alerts and alarms cleared.

Manufacturer narrative:
This complaint is related to MDR #1828100-2014-00588. The reported issues could not be duplicated at the subsidiary's manufacturing engineering center (mec). Software data logs were received by the manufacturer on (B)(4) 2014 for further evaluation. The customer reported the pressure module had a blinking red light, and this should occur when an alarm condition occurs. There is nothing in the logs that indicates an issue with the pressure module or pressure system. High pressure events do and can occur during cpb and these can be caused by kinks in the tubing or aortic cannula, accidental clamping, or even changes in the patient vascular tone (increased blood pressure). It appears the system was functioning per design and per customer set alerts/alarms. The case was completed successfully, without delay and without associated blood loss. Nothing was changed out during cpb. There was no harm observed or reported.